Manufacturer narrative:
This report is submitted on july 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining an impact to the implant site. There are plans to explant and reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on december 18, 2018. (B)(4).